Manufacturer narrative:
Unit returned with complaint of oxygen error, confirmed during evaluation. Issue caused by bent cannula barb and blocked feed port assembly, both of which restricted oxygen flow to the patient. Bent cannula barb likely the result of a high-impact event, possibly from the unit being dropped. Additionally, the muffler was found to be filled with dust, which contributed to the blockage in the feed port assembly.

Event description:
It was reported that the patient's unit vibrated and stopped producing oxygen. The patient could not breathe, so he called 911 and went to the hospital. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.